Manufacturer narrative:
(B)(4). Device is an instrument and is not implanted / explanted. Device is not expected to be returned for manufacturer review/investigation. (B)(6). Device is not distributed in the united states, but is similar to device marketed in the USA. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, the impactor broke during the surgery. It was reported that during the washing, the plastic case was removed and they couldn¿t put it back again. There was no patient harm and the surgery was not prolonged. The surgery was completed successfully. This report is for one (1) impactor for pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that on (B)(6) 2016, the impactor broke during the surgery. It was reported that during the washing, the plastic case was removed and they couldn't put it back again. There was no patient harm and the surgery was not prolonged. The surgery was completed successfully. This report is for one (1) impactor for pfna blade. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional narrative: additional information received on 03. Apr 17: device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Update: additional information received on 03. Apr 17: this event happened during the washing, after the surgery. The plastic case was removed for washing. There was no fragments generated and no patient harm.